Manufacturer narrative:
The customer reported that the autopulse platform (sn (B)(6) displayed "system error, out of service, revert to manual CPR" upon powering up. This complaint was confirmed during functional testing and through a review of archive data. The root cause of the reported complaint was that the brake gap was out of specification and could not be adjusted due to a failed drivetrain motor. The archive data review indicated system error - 139 (unable to hold compression position), thus confirming the reported complaint. The autopulse platform failed initial functional testing due to "system error, out of service, revert to manual CPR" upon powering up, confirming the reported complaint. The investigation revealed that the drivetrain motor brake gap was too wide, measured at 0.015", out of the specification (0.008" ± 0.001"), triggering the system error. The brake gap could not be adjusted and continued to open out of specification; therefore, the drivetrain motor assembly needs to be replaced to resolve the problem. Waiting for customer approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaint was reported for the autopulse platform with sn (B)(6).

Event description:
The autopulse platform (sn (B)(6) displayed a "system error, out of service, revert to manual CPR" error message upon powering up at the start of resuscitation for a cardiac arrest patient. The crew switched to manual CPR. No consequences or impacts on the patient.